Manufacturer narrative:
Evaluation of the bard/davol hydrosurg irrigator identified visible corrosion on the battery and fluid leak into the battery compartment which led to the reported event (device would not shut off). Cracks and excessive rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the root cause for the issues experience by the user are determined to be manufacturing related.

Event description:
As reported, during a laparoscopic cholecystectomy procedure on (B)(6) 2021, it was noted that the bard/davol hydro-surg irrigation device continued to run when it was switched-off, irrigation became weak and the device felt hot when removed from the IV pole. There was no reported patient injury. Evaluation of the returned sample found internal fluid leak; as such we are submitting this malfunction MDR to document our findings.

Event description:
As reported, during a laparoscopic cholecystectomy procedure on (B)(6) 2021, it was noted that the bard/davol hydro-surg irrigation device continued to run when it was switched-off, irrigation became weak and the device felt hot when removed from the IV pole. There was no reported patient injury. Evaluation of the returned sample found internal fluid leak; as such we are submitting this malfunction MDR to document our findings.

Manufacturer narrative:
Evaluation of the bard/davol hydrosurg irrigator identified visible corrosion on the battery and fluid leak into the battery compartment which led to the reported event (device would not shut off). Cracks and excessive rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the root cause for the issues experience by the user are determined to be manufacturing related.